Event description:
Medtronic received information that a ped2 failed to open in the middle section. After repeated attempts to open the distal end seemed to be compressed. The patient was being treated for 2 aneurysms, supra and periophthalmic, ica right, unruptured. The max diameter was 3 mm and the neck was 3 mm. The distal landing zone was 3.6mm and the proximal landing zone was 4.5 mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered. Angiographic result post procedure was tici 3. Deployment of a ped2 in a very tortous and elongated ica. First try to open the ped2 partially distal to the planned landing zone. Then resheating and pull into the distal landing zone. Distal opening was fine but it was not possible to open the middle segment. After resheating and more tries to open it up, also the distal part of the ped2 seems to be compressed. A competitors product could be placed afterwards without any problems. Failed to open middle. The pipeline was positioned in a bend. The middle part was in a bend. More than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times. The phenom 27 is cut off and it seems that the ped2 is stuck in the first centimeters after the catheter hub. Will be sent as it is for analysis. No symptoms were reported.

Manufacturer narrative:
See manufacturer report # 2029214-2021-01599 for the pipeline involved in this event. The phenom 27 catheter distal end was found to be missing and not returned. Upon visual inspection, no damages were found with the phenom hub. However, the pipeline distal segment was found partially within the hub and within the catheter body. The pipeline distal segment was then removed from the hub. The phenom catheter body appeared to be dissected at ~21.3cm from proximal end of hub. No other anomalies were observed. The phenom catheter could not be used for resistance testing due to its damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿resistance during retrieval¿ was confirmed. Possible contributor for resistance is lack of continuous flush during delivery. Based on the returned devices, there was no non-conformance to specifications identified that led to the resistance during delivery issues. Regarding the pipeline flex solder joint separation issue; therefore, another investigation is not necessary. Based on the returned device, the customer report of ¿catheter resistance¿ was confirmed. Possible contributors for ¿catheter resistance¿ are ped/delivery system damage, catheter damage, user does not maintain continuous flush, resistance during delivery/retrieval, and user re-sheaths more than two times. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open middle section¿ was unable to be confirmed as middle section of the pipeline flex braid was found to be opened. The customer reported that patient vessel tortuosity as severe and user re-sheathed more than the recommended two times. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.